Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced nausea and difficulty in breathing. Moreover, on (B)(6) 2019, her blood glucose level was over 400 mg/dl. Reportedly, on (B)(6) 2019, her infusion set's tubing had detached at the tubing connector, while sleeping. This led to high blood glucose level of 240 mg/dl. It was stated that the site location was on her abdomen and the pump was on the left side, same as insertion site. The infusion had been used for 24 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. Moreover, in the morning of (B)(6) 2019 (date of this report), the patient stated that the connector piece flew off, but her blood glucose level was in normal range. No further information available.

Event description:
On 03-mar-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced nausea and difficulty in breathing. Moreover, on (B)(6) 2019, her blood glucose level was over 400 mg/dl. Reportedly, on (B)(6) 2019, her infusion set's tubing had detached at the tubing connector, while sleeping. This led to high blood glucose level of 240 mg/dl. It was stated that the site location was on her abdomen and the pump was on the left side, same as insertion site. The infusion had been used for 24 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. Moreover, in the morning of (B)(6) 2019 (date of this report), the patient stated that the connector piece flew off, but her blood glucose level was in normal range. No further information available.